Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 587 mg/dl after feeling unwell with nausea and vomiting the prior day and remaining high despite appearing to receive insulin. The user collapsed twice at home and was transported by ems to the hospital, where he was treated with insulin and electrolytes. The user remained hospitalized until (B)(6) 2025.